Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was brown particulate matter in the tube of a large volume intermate, approximately 1.5 cm from the end of the tube. This was noted during filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the device was received for evaluation. Visual inspection of the device revealed a brown particle, approximately 0.10 square mm in size, embedded in a segment of the tubing. Since the particulate matter was completely molded in the material of the tubing, it was not in the fluid path. Fourier transform infrared spectroscopy revealed that the particulate matter was polyvinyl chloride. This is the same material as the tubing. The cause of the condition could not be determined. An ncr has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.